Event description:
A doctor from (B)(6) called for assistance in troubleshooting the device. He reported that an insulet pt had been hospitalized with blood glucose of 600 mg/dl. Then also have experienced hypoglycemia and was given d5 (sugar water) to bring him back to 300 mg/dl. No other info was given by the doctor. In a f/u call, the pt reported that on (B)(6) 2012 at 3:00 am, he woke up feeling dizzy and throwing up. He was taken to the hosp by ambulance and at 4:00 am, device was removed by hospital staff. The pt stated that there's no endocrinologist at the hospital and no one seems familiar with the omnipod. His bg measured 38 mg/dl at 6:00 am, so he was placed on the d5 drip. At 8:00 am, his bg was "high" per the hospital meter, but lowered to around 300 mg/dl by 10:30 am. He requested to be taken off the IV sugar solution at 1:00 pm. At 9:00 pm, he received a bolus of 14 to 18 units of novorapid, but at 9:10, was still feeling very bad, lethargic, nauseated, hot and dry mouth. He has not slept since the incident and is on a liquid diet; he will be staying over-night at the hospital. At 11:46 pm, his bg was 330 mg/dl. In another f/u on (B)(6) 2012, the pt reported that he is still at the hospital and is receiving long-lasting and fast-acting insulin by injection. They are working to lower his bg because it is still in the 300 mg/dl range.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm if any malfunction or defect occurred that may have caused or contributed to pt's hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advise of your healthcare provider." It also advises "check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."